Manufacturer narrative:
Correction in section d9 product was returned on 05/29/2025. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
It was reported that vision was not clear. No negative impact in state of health reported.

Manufacturer narrative:
During the examination of the optics, a chemically damaged solder seam was found. There are adhering residues/deposits on the distal cover glass, which negatively affect the imaging. The customer's statement can be confirmed. During the examination of the optics, it was determined that the solder seam was significantly damaged by chemicals. There are adhering residues/deposits on the distal cover glass that impair imaging. Furthermore, residues/abrasion can be detected in the rod lens system, which may have slipped into the field of view of the individual rod lens sections during clinical use. The foreign particles have no influence on the sharpness of the optics. The defects found are not due to a manufacturing/production error. The mechanical abrasion may have been caused by clinical use. The chemical damage was caused by improper clinical reprocessing soaking time, chemicals, exposure time. This event is filed under internal complaint ID_ (B)(4).